Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose from (B)(6) to (B)(6) 2020 with unknown blood glucose. Customer treated with bolus. Customer had issue of cannula looks like sliced and they ended up in the hospital because not feeling well. Customer declined troubleshooting. The insulin pump will not be returned for analysis.